Manufacturer narrative:
A detailed analysis of software logs and patient files was performed and confirmed the reported inaccuracy between 2mm and 4mm for all thirteen trajectories. All the electrodes are deviated in the same direction, which could be compatible with a movement of the head that would have happened between the end of the registration and the first trajectory; however, this hypothesis could not be confirmed with available information. The registration process was performed correctly and the fusions were accurate. Our analysis does not suggest any malfunction of the device. A maintenance performed after the case showed no issue with the device or the instruments. UDI#: (B)(4).

Event description:
It was reported by a surgeon that following a surgery that occurred on (B)(6) 2022 it was noticed that the trajectories of the electrodes were not accurrate. There was no patient impact caused by the inaccuracy of the trajectories.